Event description:
A product liability claim was raised. It was reported that the patient was implanted a zimmer mmc cup on (B)(6) 2011. The patient was revised on (B)(6) 2014 due to elevated metal ions.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
According to the reported event, patient received an mmc cup and the level of his metal ions is elevated. Patient is claiming against the mmc cup. No further details are available. The affected product was not returned to zimmer for investigation. In addition, the product and lot numbers are unknown. No x-rays, surgical reports were provided for investigation either. Therefore, no specific statement can be made related to the reported event. Since this complaint is a liability case, zimmer gmbh will not try to retrieve missing information. Therefore, there will be no further follow-up reports. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Hence, zimmer gmbh will consider this case as closed. Zimmer reference: (B)(4).

Event description:
Additional information received on december 3, 2014. The evaluation report has been received. The DHR check could not be performed as the lot number was not available. The compatibility check was and the trend analysis was not performed as no specific product and event information was provided. Review of the incoming information: the patient is pursuing a product liability claim arising out of the use of zimmer mmc cup. It was reported by the patient's counsel that the implant was received on (B)(6) 2011 and his client's level of metal ions are elevated. Zimmer gmbh cannot ascertain from the information received as what caused the increased level of metal ion in his blood.